Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call, the insulin pump had alarmed battery out limit and failed battery test during normal use. Customer has stopped use of the device and reverted to back up plan. Didn't have the device at the time of the call and was unable to troubleshoot. Customer was advised to call back. Customer called back on (B)(6) 2015 and troubleshooting was performed. Customer inserted a new batter and device continued to alarm. Customer was unable to clear the alarm. Customer was advised the device needed to be replaced and agreed to return it for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.